Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to login. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to login to inventory manager. A technical support specialist (tss) identified that there was undergoing a server upgrade, which caused authentication failures for login. A callback was made to the customer to explain the downtime issue. Once the system functionality was restored, it was expected that the plx login issue would also be resolved. Tss later received confirmation from the system engineer that the system upgrade had been successfully completed. A follow-up call was made to the customer, and the user confirmed that the user was able to log in to reauthenticate. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to login. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.